Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Images of the explanted valve were provided. Per image evaluation, customer reports were unable to be confirmed through image evaluation. Two videos and two images were provided. Video 2 showed the explant of a valve. Video 1 and picture 1 showed the outflow aspect of a valve. All three leaflets were in opened position and it was visible what appeared to be vegetation encroached onto the inflow aspect of the leaflets. Picture 2 showed the inflow aspect of an explanted valve. It was observed what appeared to be a ring of host tissue overgrowth encroached onto the tissue of the leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm intuity elite valve implanted in aortic position was explanted after 3 months of implant duration for unknown reasons. Initially, a valve endocarditis was suspected. However, the pathology study performed at hospital was negative for microorganisms. Reportedly, a 23 mm edwards magna ease valve was implanted in replacement. The patient was noted as to be on ECMO but the valve replacement was well.

Manufacturer narrative:
Added information to section d4 (device expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 ( device code), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrections: g3 was entered in error in medwatch number 35485, the correct awareness date was august 09, 2023 and corrected section h6 (health effect - clinical code). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Customer reports of unknown reason and suspected endocarditis were unable to be confirmed through image evaluation. Two videos and two images were provided. Video 2 showed the explant of a valve. Video 1 and picture 1 showed the outflow aspect of a valve. All three leaflets were in opened position and it was visible what appeared to be vegetation encroached onto the inflow aspect of the leaflets. Picture 2 showed the inflow aspect of an explanted valve. It was observed what appeared to be a ring of host tissue overgrowth encroached onto the tissue of the leaflets. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors.